Event description:
It was reported that the haptic of the non-preloaded intraocular lens (iol) was broken up on insertion into the patient's left eye. The issue was noticed after insertion of the lens into the eye. The lens was fully inserted removed and replaced with the same model and diopter lens in the same procedure with no further issues. Duet pro was used as visco elastic. From additional information it was learnt that the haptic was detached from the lens. Reportedly it was broken, not just bent. No other information is available.

Manufacturer narrative:
Section a3b and a4: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.